Manufacturer narrative:
The event of infection (unknown onset) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (unknown onset).

Event description:
Healthcare professional reported "patient had the implant exchanged 12 years ago due to an infection". This record is for the right side. Device was explanted, replaced and will not be returned.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ inflammation/irritation: unable to observe through visual inspection as it is a physiological phenomenon. ¿ infection: unable to observe through visual inspection as it is a physiological phenomenon. ¿ hematoma: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (creases, two opening, nicks striated and wear abrasion) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Patient reported "infection", "burning sensation" and "hematoma". Healthcare professional reported later "patient had the implant exchanged 12 years ago due to an infection". This record is for the right side. Device was explanted.